Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Facebook complaint received: "I had a lap band put in many years ago. Imagine my shop when I found out that they're actually supposed to be taken out within 5 to 7 years. So on july 29th I'm going to have this thing removed. In the meantime when I had the surgery the first problem we had is that the clips that were on the port were applied incorrectly and therefore resulted in a fist size hematoma in my gut. After 2 weeks of that another surgeon looked at him said oh my god we got to take that out now so they did they removed the hematoma all the dead tissue and the port. Two weeks later I then am back in the hospital again so they can put the port back in. It had to be placed on the other side of my abdomen though due to tissue death and the tube stretches all the way across from my left side to my right side. Needless to say I wouldn't encourage anyone to get a lap band ever. Here's things to consider. Each fill will cost you a doctor's office visit that's fine if you can afford it but if you go into a position thinking this is a one and done you're wrong. If you happen to have a monetary issue you won't be able to get it filled again until you have the cash. That can be a problem. Just things to consider. Honestly if you're going to go through the hassle having a surgery have a gastric sleeve. That's truly a one and done."